Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the pump powered on and the vibratory and audible alarms functioned properly. The complaint of an intermittent vibratory alarm issue was not duplicated during investigation. The pump was opened and moisture was observed on all internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a audio tone/vibration (vibration issue) issue. It was reported that after water ingress the pump started to vibrate and buzz constantly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.